Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed. A drop in pacing impedance was observed. The non-dependent patient was asymptomatic. Lead replacement was unsuccessfully performed due to poor access. The lead remains implanted. The patient was stable and will continue to be monitored.